Event description:
The account alleged the bed had no head hi/low function. No injury reported.

Manufacturer narrative:
The account found the hi/low cable was cut through and bare metal wires were exposed. No further info is available on the repair of the bed at this time.